Event description:
It was reported that the user accidentally announced a meal but did not eat, after which the user experienced confusion with the device and requested to discontinue use and return to multiple daily injections. Symptoms included hypoglycemia with a recorded blood glucose of 50 mg/dl. Outcomes included on-site treatment with oral fast-acting carbohydrates and recovery without hospitalization or emergency care. Investigation included complaint intake review and troubleshooting and education to address use of meal announcements. Investigation of this case revealed user error related to an accidental meal announcement, with no alerts or alarms reported and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use error.